Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The windshield wiper marks on the set screw suggest full rod contact had been achieved and that the screw fracture may have preceded the set screw disassociation resulting in excessive loading onto the set screw. Trauma or post-operative activities could contribute to premature hardware failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place due to a broken screw. Revision surgery took place (B)(6) 2017. Related to 3004774118-2017-00214.